Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the ivr (interventional radiology) center. The user tried to measure blood pressure with the catheter, but could not measure properly. The berman catheter was removed and the user tried to inflate the balloon "by saline" but the balloon would not inflate. After several attempts with the saline the balloon could be inflated properly. This berman catheter was not used for the patient. A new catheter was opened, pretested and used successfully. It was noted that "this catheter was used for angio-catheter, but the md used the catheter as blood pressure measuring catheter." There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Device evaluation: a 7fr berman catheter was returned for evaluation. A 1.25cc control stroke syringe was returned with the device. No damage, abnormalities, or kinks were noted to the catheter. The recommended volume capacity of the balloon was noted to be 1.25cc. The balloon was visually inspected and appeared to be typical upon initial examination. The inflation lumen was injected with 1.25cc of air using the returned syringe. The balloon was fully inflated. The balloon deflated in less than 3 seconds per specification. The balloon held inflation for at least one minute. The balloon inflated symmetrically. The injection lumen was able to be aspirated and flushed. The event details stated use of saline for inflation of the balloon. Using liquid for balloon inflation is not recommended per the instruction for use. Per the IFU, "warning: carbon dioxide must be used to inflate the balloon if there is a possibility that balloon rupture would result in air embolism in the left heart or systemic circulation." Per the IFU, "precaution: liquids must not be used as balloon inflation media. The small diameter of the inflation lumen may make it impossible to completely inflate or deflate a liquid-filled balloon. See other remarks section for continuation. Other remarks: in addition, inflating the balloon with liquid reduces the ability of the catheter to flow with the circulation." A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint that the balloon would not inflate is not confirm. The catheter passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that the event occurred in the ivr (interventional radiology) center. The user tried to measure blood pressure with the catheter, but could not measure properly. The berman catheter was removed and the user tried to inflate the balloon "by saline" but the balloon would not inflate. After several attempts with the saline the balloon could be inflated properly. This berman catheter was not used for the patient. A new catheter was opened, pretested and used successfully. It was noted that "this catheter was used for angio-catheter, but the md used the catheter as blood pressure measuring catheter." There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is fine.